Manufacturer narrative:
(B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after device system implanted and two months post explant. Additional information obtained noted the cause of death as pneumonia with contributing factor of recent pacemaker infection. The pacemaker infection is reported to have led to generalized debility and weakness which was followed by development of pneumonia and respiratory failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.